Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed three dashes when a test strip was inserted. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 in the morning. The patient denied taking any medication to manage her diabetes and claimed that she continued to follow her usual diabetes management routine in response to the alleged issue. The patient claimed that on the afternoon of (B)(6) after the alleged meter issue, she developed symptoms of feeling ¿dizzy and shaky¿ however denied receiving any treatment. During troubleshooting the customer care advocate (cca) noted that when the patient was walked through resolving the issue it was sorted. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a serious injury after the meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.